Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. Adc received a complaint via email that indicated that the customer received high scans on the sensor and was able to self-treat with insulin (unspecified dose) to normalize their blood glucose level. It was further indicated that the customer collapsed (it is unknown if the experienced a loss of consciousness) and the paramedics were called. Upon arrival, a glucose reading of 50 mg/dl was obtained in comparison to the sensor scan of 160 mg/dl, and glucose infusion was administered for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.